Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, incorrect sensing and capture threshold were observed on the right ventricular (rv) lead. Rv lead dislodgement was confirmed and a new rv lead was implanted. The patient was stable following rv lead revision.